Event description:
Report of pt death due to pulmonary embolism after a thrombectomy procedure on hero graft while on therapeutic anticoagulation.

Manufacturer narrative:
Multiple attempts via different methods of communication have been unsuccessful to get additional details from the initial reporting physician. The device was not returned. It is unk if autopsy was performed. There is no info about the thrombectomy technique or thrombectomy devices used in the procedure. Multiple interventions of thrombolysis and balloon angioplasty and a revision due to repeat occlusion were performed between (B)(6) 2011. Since no pt info was obtained and no autopsy report received, the relationship of the death to the hero device cannot be determined. As with all esrd pts, this pt was at high risk for any number of sudden death events. Embolism is listed in our instructions for use (IFU) as a potential complication. We provide guidance for preventing pulmonary embolism in the IFU and guidelines on our website. We monitor reports of pulmonary embolism though our complaint handling system, and to date the trending rate ((B)(4)) remains considerably lower than rates ((B)(4)) noted in our clinical studies and labeling which are comparable to the rate ((B)(4)) reported in an article for end stage renal disease pts. A comprehensive literature review showed an average pe rate of (B)(4) for esrd pts. (B)(4).